Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for analysis were the pump and an unknown partial catheter. Analysis of the pump revealed motor/gear train anomaly, corrosion and-or wear and-or lubrication. The stall was concluded to be due to shaft-bearing. Analysis of the catheter revealed a non-significant indent in seal in the sc connector that did not affect infusion. Catheter passed the patency test.

Event description:
It was reported that this pump had repeated motor stalls. The first stall occurred on (B)(6) 2013 and lasted just over 24 hours and the pump restarted on (B)(6) 2013. The pump was refilled as a precautionary measure as it only had 5 milliliters left. No volume discrepancy was reported. The pump was reprogrammed at the time of the refill. However, the pump continued to have repeated motor stalls. The patient¿s pump was updated on (B)(6) 2013. Another motor stall occurred on (B)(6) 2013 and the patient was seen again. ¿this¿ occurred again on (B)(6) 2013. The patient reportedly experienced withdrawal symptoms. The patient was not known to have any exposure to a magnetic resonance imaging (MRI) scan or other environmental interferences. The pump was scheduled for replaced on (B)(6) 2013 and the patient was given oral medication. This device system delivered morphine. It was later reported that the pump was replaced and the patient was doing well.

Manufacturer narrative:
(B)(4).